Manufacturer narrative:
Other relevant device(s) are: product ID: a510, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a smart programmer issue. The rep used the physician programmer to check the impedance values during the implant procedure of the ins. The rep then used the smart programmer to activate therapy, but experienced the issue where stimulation passed from 0 volts to 8.5 volts immediately. The patient reported a strong pain sensation. The rep tried to press the stop therapy button, but it didn't work. The rep decreased the stimulation amplitude gradually from 8.5 volts to 0 volts. Pain stopped when the therapy was interrupted, and the patient was fine. The issue was resolved. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred post-operative.